Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted the xience pro x everolimus eluting coronary stent system electronic instructions for use states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a xience prox stent was implanted in an unspecified location and the decision was made to advance a 3.5x28 mm xience prox stent delivery system (sds) distal to the previously implanted stent. During advancement through the implanted stent, struts on the second stent seemed to get stuck in the implanted stent. The sds was removed in full and a new same size xience prox sds was used to complete the procedure without issue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.